Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro ring that slides down the inside of the vein has popped off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: b-5; d-10-corrected to reflect device not available and not being returned; h3-device not eval-changed to device not returned. Trackwise #: (B)(4). A lot history record review was completed for lots 25149512, 25149978 and 25149863 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring that slides down the inside of the vein has popped off and nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.